Event description:
It was reported by service report that the casters are coming apart. The bed is hard to roll and the brakes are not working. No patient involvement or adverse consequences are reported.